Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A company sales rep was observing during a surgery and noticed that two knives did not perforate. There was no pt harm or injury reported.